Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a stone cone nitinol urological retrieval coil was used during a procedure performed on (B)(6) 2017. According to the complainant, at the conclusion of the procedure and during withdrawal, the device broke and the spiral was left inside the patient. The physician had to remove the detached piece. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18.

Event description:
It was reported to boston scientific corporation that a stone cone nitinol urological retrieval coil was used during a procedure performed on (B)(6) 2017. According to the complainant, at the conclusion of the procedure and during withdrawal, the device broke and the spiral was left inside the patient. The physician had to remove the detached piece. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received as of march 06, 2017. The stone cone nitinol urological retrieval coil was used in the urethra during a lithotripsy procedure.